Event description:
The iab was inserted without any difficulty. However when the guide wire was retracted, resistance was encountered. The physician was unable to draw arterial pressure, and suspected a slit in the distal lumen. The guide wire and iab were removed without any complications.